Event description:
Consumer claims to have been pierced at a retail vendor on 1/11/1998. A few weeks later on 1/23/98 the customer sought medical treatment for embedment of one earring. She sought medical attention, the earring was removed by a dr and she was prescribed antibiotics.